Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that delivery tube was outside the loader with the plunger not depressed. The seal subassembly was left behind in the loader device. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).